Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality engineer reported that there were six color chip error codes recorded in memory. Since the event occurred during routine testing of the device, there was no patient involvement during this event.